Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached over 400 mg/dl earlier in the morning. Customer treated their blood glucose with the insulin pump and multiple daily insulin. Customer's current blood glucose was 208 mg/dl. Troubleshooting did not find any air bubbles or leaks on the insulin pump. It was also found the insulin pump passed a high pressure test during troubleshooting. The customer also reported using cold insulin. The customer was advised against this practice. Customer also did not have a bent cannula upon removal from their body. The customer also reported short battery life with the insulin pump. The customer will be sent a replacement battery cap. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.